Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. E1 initial reporter facility name: people's liberation army of china joint service support force no.909 hospital additional reporter: (B)(6).

Event description:
The event involved a 2 gang 1o2¿ manifold with check valve, rotating luer,appx 0.83ml where it was reported when the anesthesiologist used the smart valve, leakage occurred at the joint, resulting in inaccurate dosage, and the depth of anesthesia could not be maintained. After the occurrence, it was timely handled, and no patients were harmed. It was stated in the report that the product was used in the medical institution for a 56-year-old female patient. There was patient involvement and no patient harm.